Event description:
Related to MFR report # 2183959-2011-00375. On (B)(6) 2011, the pt had an ipp implanted. On (B)(6) 2011, the ipp was replaced with a spectra due to "defect in urethra. Scrotum filled with urine and fluid." Additional information received on (B)(6) 2011 indicated that the pt presented with penile/scrotum pain and swelling. The physician performed a cystoscopy which revealed a nick in the urethra. The physician stated that apparently during the implant of the aus on the same date ((B)(6) 2011) the urethra was nicked at the aus cuff site.

Manufacturer narrative:
Catalog #: pump, 72404257; reservoir, 720185-01. Serial #: pump, (B)(4); reservoir, (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.